Event description:
It was reported that the user had been disconnected from the ilet system for several days while the pump continued attempting to pair with a previous dexcom g7, leading to delayed completion of ilet setup until a new g7 was paired and warmed up. During the disconnection the user experienced hyperglycemia, self-administered a subcutaneous insulin pen correction, and was later guided to complete setup, pause delivery briefly, then reconnect and resume automated insulin delivery. Symptoms included hyperglycemia peaking at 330 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.